Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a minimally invasive surgical procedure on the foot. It was reported that the mica burr broke during surgery. The surgeon stated that the patient has har sclerotic bone. No patient complications were reported. Another burr was used to complete the surgery.